Event description:
It was reported that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedance was measured over 3000 ohms. This device remains in service. No adverse patient effects were reported.